Event description:
Per contact, the physician tried to remove the dome by traction removal. The dome detached and was retrieved endoscopically with a basket. Another device was placed. The facility's rep states the used peg was corroded. The peg was placed in 2002 at a different facility. Pt did not know if the peg was flushed after feeding, but the pt had home health nurses.